Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient had a fall and went to urgent care clinic. Went back to dr (B)(6). For x-rays and dislodged patella was found. Patella was removed but not replaced.

Manufacturer narrative:
An event regarding a dislocated triathlon patella was reported. The event was confirmed. Method & results: -device evaluation and results: although the device was not returned, a provided photograph shows the device to be unremarkable. -medical records received and evaluation: all provided records were reviewed by a consulting clinician who indicated that no conclusions can be made with the limited information provided. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation and limited medical records were provided for review. However, it was reported that the patient experienced a fall that led to a patellar subluxation. Therefore, the root cause of the event is a traumatic event. No further investigation for this event is possible at this time. Additional information such as x-rays, clinical information and revision operative reported would be required for further review. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a fall and went to urgent care clinic. Went back to dr (B)(6) for x-rays and dislodged patella was found. Patella was removed but not replaced.